Event description:
Related manufacturer report: 2017865-2025-12610. Related manufacturer report: 2017865-2025-12611. It was reported that the patient presented in clinic. Upon interrogation, it was found that the right atrial (ra) lead exhibited high capture threshold, and the left bundle branch (lbb) lead exhibited loss of capture. Fluoroscopy was performed and revealed ra lead dislodgement. It was also noted that the patient had a right ventricular (rv) lead previously capped and replaced on 1 aug 2023 due to dislodgement. The rv lead was unable to be explanted due to the helix failing to extend. Fluoroscopy was performed and revealed the helix issue of the rv lead. The ra and lbb leads were explanted and replaced. Patient condition was stable.